Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted:(B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (3mg/l at 1.5 mg/day) via an implantable infusion pump. It was reported that the pocket incision was partially opened. The pump and catheter were surgically removed and discarded of.